Event description:
A customer contacted beckman coulter regarding an erroneously elevated troponin (accu tni) result from a single patient that was generated by the access 2 instrument. The customer indicated that the elevated accu tni result was 14.68ng/ml. The accu tni result was reported out of the lab. The customer indicated that the physician questioned the accu tni result. The customer collected a new sample from the patient and tested for accu tni. The result was 0.34ng/ml. The customer re-tested the patient original sample for accu tni. The repeat accu tni result was 0.56ng/ml. The customer indicated that there was no change in patient treatment that can be attributed to or connected with this event.

Manufacturer narrative:
The customer indicated that they normally run 2 levels of qc daily; however, they missed qc run in (B)(6) 2005. System check performed on (B)(6) 2005 was within specifications. The customer collects samples in bd tubes with gel separator and centrifuges at 2,761 rpm for ten (10) minutes. The sample was poured from the collection tube into a specimen tube and analyzed. The erroneous result was on the very first sample run after performing daily maintenance on the instrument. The customer indicated that no other samples were questioned. The customer indicated they believe that the 0.5ng/ml and 0.34ng/ml results are correct. A field service engineer (fse) spoke with the customer in (B)(6) 2005. The fse discussed with the customer sample integrity. The fse has been requested to verify the instrument. Patient treatment was not affected in this event. On a recur event, additional testing may not have been done and treatment decisions could be affected. A clear root cause of this event has not been determined. A malfunction will be assumed for the purpose of this report.